Manufacturer narrative:
The device was not returned and no additional information was received. No lot number was provided, therefore no device history record review was performed.

Event description:
It was reported that a patient received an xcm biologic device on the (B)(6) 2017. There is no demographic information about the patient available, nor is there any information about the type of procedure which was performed. It was discovered on the (B)(6) 2017 that there was a "rejection reaction after use on the patient". Additional information has been requested numerous times but no further information is available as of the date of this report.